Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -klebsiella pneumoniae (100 cfu/100ml) [second time; (B)(6), 2021] -pseudomonas aeruginosa (500 cfu/100ml), klebsiella pneumoniae (100 cfu/100ml) omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). In the evaluation of oekg the following was confirmed; the light guide lens had been cracked. The glue around the cover glasses of the light guide/objective lenses had been porous. The bending section rubber had been porous and broken. The connecting tube had been slightly bulging. The air/water cylinder had been worn out. The suction cylinder had been worn out. The electrical contacts of the endoscope connector had been discolored. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Klebsiella spp (110 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.